Event description:
Sales rep reported that when inserting a 4x 110 pin ( lot w63530 code 114110) into pin stabiliser ( code 112680 lot 19050915) pin bent and snapped in stabiliser. System 6 was required to remove pin . New pin had to be used with new stabiliser. The procedure was a left mako unicompartmental knee replacement. There was a delay of 10 minutes. Case type: pka. Surgical delay: 10 minutes.

Manufacturer narrative:
Reported event: sales rep reported that when inserting a 4x 110 pin ( lot w63530 code 114110) into pin stabiliser ( code 112680 lot 19050915) pin bent and snapped in stabiliser. System 6 was required to remove pin . New pin had to be used with new stabiliser. The procedure was a left mako unicompartmental knee replacement. There was a delay of 10 minutes. Product evaluation and results: product inspection was not performed as product was not returned. Product history review: review of the device history records indicates 128 device(s) were manufactured and accepted into final stock on 12/08/2015. No non conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112680, lot 19050915 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the part alleged is a concomitant part since the failure was due to the bone pin which got damaged during the assembly further leading to the damage of the array stabilizer. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs and capas associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Sales rep reported that when inserting a 4x 110 pin ( lot w63530 code 114110) into pin stabiliser ( code 112680 lot 19050915) pin bent and snapped in stabiliser. System 6 was required to remove pin . New pin had to be used with new stabiliser. The procedure was a left mako unicompartmental knee replacement. There was a delay of 10 minutes. Case type: pka. Surgical delay: 10 minutes.